Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009 the patient underwent the following procedures: posterior spinal decompression, l5,s1; posterolateral fusion, l5-s1, with nonsegmental instrumentation; interbody fusion, l5-s1; application of prosthetic device, l5-s1; local bone graft; intraoperative electromyography with application of lower extremity leads to treat the following pre-op diagnosis: spondylolisthesis l5-s1. Per op-notes: ¿..the interspace was sized to a size to a size to a 10 mm spacer. A polyetheretherketone spacer was filled with bone morphogenic protein and local bone. The interbody was packed with some laminectomy bone and then followed with the prosthetic device without complication. Bone morphogenic protein, tricalcium phosphate and local bone was then packed into the lateral gutters. All screws were stimulated intraoperatively and found to stimulate greater than 20 ma. Appropriate size rod was selected and locked in place after application of compression..¿

Event description:
It was reported that the patient underwent a l5-s1 plif spinal fusion using rhbmp-2/acs. Reportedly, post-operatively the patient developed pain, unanticipated bone growth, and radiculitis.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.